Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose level was in the 118-145 mg/dl range. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.